Event description:
It was reported "the doctor removed the catheter from the box slightly difficult, and then insert the catheter found some difficulties, vigorously try back and forth, still unable to pass through the sheath, found that the catheter is severely bent, has not been able to insert normally, then replace the new catheter". No patient injury or consequence reported. The patient's current condition is reported is "fine."

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging carton. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc were noted at approximately 10.0cm, 13.0cm, 17.0cm and 54.0cm from the iabc distal tip. Kinks to the iabc were noted at approximately 38.7cm, 39.9cm, and 66.7cm from the iabc distal tip. Additionally, the central lumen was broken at 39.9cm and 66.7cm from the iabc distal tip, which are both at locations of the noted kinks. No blood was noted on the returned sample. No sheath was returned with the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; a leak was immediately detected from the outer lumen at approximately 39.9cm from the iabc distal tip. The leak site was consistent with being damaged from the kinked/broken central lumen noted at the similar location. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 9.2cm, 13.2cm, and 18.1cm; the guidewire could not advance at approximately 39.8cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 15.3cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab "severely bent" is confirmed. The intra-aortic balloon catheter (iabc) was returned with multiple kink s/bends and two breaks to the central lumen. Resistance was noted upon loading a guidewire into the iabc central lumen and the damaged iabc can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor removed the catheter from the box slightly difficult, and then insert the catheter found some difficulties, vigorously try back and forth, still unable to pass through the sheath, found that the catheter is severely bent, has not been able to insert normally, then replace the new catheter". No patient injury or consequence reported. The patient's current condition is reported is "fine".